Manufacturer narrative:
Taper ii: the device currently remains implanted. Based on the serial number provided, the connector type is assumed to be a taper ii. If explanted and returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event of pain as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection.

Event description:
Reported as: a patient with the lap-band system, who is in the (B)(6) clinical study, was reported to have "abdominal pain." Patient was hospitalized. Device remains implanted.